Manufacturer narrative:
This device remains implanted and in service, therefore technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker exhibited behavior consistent with over-sensing, noise and pacing inhibition, greater than 3.5 seconds. Patient is pacemaker dependent. The noise was reproduced during isometric maneuvers, during a routine follow up appointment. The device sensitivity was reprogrammed from a 2.5 fix rate to 7.5 fix rate. The device remains in service. No adverse patient effects were reported.